Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the phenomenon e102 was not duplicated / confirmed. In addition, the following non-reportable malfunctions were found during evaluation: heavy dust accumulated on lamp housing fan, faulty scope socket, non-olympus lamp, and insufficient thermal grease on the lamp. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of error e102 could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus. An evaluation has not been completed at this time. The investigation is ongoing and the definitive root cause of the reported event cannot be determined. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error "e102" occurred. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. This is report #1 of 2 due to multiple events reported. Reference report patient identifier (B)(6) for additional report.